Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was admitted to the hospital due to five inappropriate shocks and oversensing episodes of more than 100. The rv lead had insulation issue and a conductor fracture. A different device and lead were implanted to the patient. No additional adverse patient effects were reported. The lead was surgically abandoned. The device and lead were out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.